Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was reprogrammed to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported via webform, with the adc device. The customer was contacted and reported that due to "replace sensor" message, the customer was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as sweating and fatigue, requiring third-party administration of water with sugar for treatment. There was no report of death or permanent impairment associated with this event.